Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital for a generator changeout when it discovered the device battery had prematurely depleted within a three month period. The device was explanted and replaced. No adverse consequences were reported during the procedure. The patient condition was well after the procedure and the follow-up.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.